Manufacturer narrative:
Fse conducted follow-up with the customer to address the reported event. Fse inspected system and found the sample nozzle on the main arm to be clogged up with dried sample. Fse cleaned and cleared the nozzle. Inspected wash and substrate delivery, found wash probe tip is washing well cleared it out. Operator ran calibrator, passed qc. The fse also performed software update. No further action required from field service. The most probable cause of the reported event was due to clogged main arm sample nozzle tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported level 1 control recovery imprecision multiple assays failure with their aia-2000 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.